Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up in back up vvi mode. The device was explanted and replaced successfully. The patient was asymptomatic post procedure.